Event description:
It was reported that cartridge alarm 31 occurred during load process while customer followed prompts and removed used cartridge as directed. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted in loading new cartridge using proper technique, successfully resumed insulin therapy, and issue was resolved with no additional concerns reported.